Event description:
On (B)(6) 2025, a clinical specialist reported that a patient experienced a hypoglycemic event and fell. The patient reported she was leaving the hospital for an appointment where she fell in the parking lot. A hospital staff member helped the patient to the ER. The patient was treated at the ER and released shortly after. Upon leaving the ER, the patient fell a second time while walking to their car. Staff brought the patient back to the ER where she was admitted. Her bg was reported as 57 mg/dl. The patient reported not recalling any information leading up to the event. The patient is off the ilet and using backup therapy until she speaks with her hcp.

Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications prior to release. The log review showed the ilet was performing to specification including alerting the patient of low glucose and reacting to cgm glucose values as appropriate. The log also showed the user had not announced any meals since (B)(6) 2025 at 4:12 pm. Cgm readings show the patients bgs between 4:00 to 6:00 were in the low to mid 60s. Based upon the reported information, the cause of this event cannot be determined. Should additional, relevant information become available, a supplemental report will be submitted.